Event description:
It was reported that the patient experienced dizziness. A holter monitor revealed some pauses in the ventricle. It was also noted that the lead had noise and low impedance. The lead was programmed to unipolar and remains in use. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.